Event description:
The hosp has reported to us that the swivel on the rt235 breathing circuit pops off upon connection. When it was reconnected, the swivel leaked pressure.

Manufacturer narrative:
Investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.